Event description:
The customer reported on (B)(6) 2013 his blood glucose was reading 358 mg/dl. There were no additional bg levels, carbohydrate count or insulin dosages provided.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 5-6 units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was mostly likely introduced during the fill process. Use error is therefore determined to be the root cause of high blood glucose.